Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4) manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient presented to the emergency room with reports of 2-3 episodes of bloody stool over the past 4 days. The patient received a lower gastrointestinal (gi) bleed diagnosis due to the history of bloody bowel movements. Hemoglobin was noted to be 12.2 which improved from the patient's baseline one month prior. A rectal exam revealed no evidence of a lower gi bleed. The patient was discharged on proton pump inhibitors (ppi) in stable condition and was referred to gastroenterology. No additional information was provided.